Event description:
It was reported that during a vats lobectomy procedure, the instrument was fired twice without any difficulty. On the third firing, when closing the instrument after reloading, the surgeon says he heard a different sound ("click"). He inserted the instrument through a thoracotomy, opened the device, closed it on both bronchus and lung tissue waited for 10 seconds and fired the device. The knife cut the tissue but no staples were fired. The tissue began to bleed, and the surgeon converted into open procedure in order to control the bleeding with sutures. He finished the procedure in an open approach. In total the patient lost 1.8 liters of blood in the procedure. There were no other reported patient consequences.

Manufacturer narrative:
Information anticipated, but unavailable at this time.